Event description:
It was reported by customer that the 1 syringe contained a foreign particulate. 1 syringe had a large ink spot on the barrel. 1 syringe had a crack on the base of the barrel. 4 syringes had large pieces of plastic broken off of the plungers. Complaint via email. Email(s) attached on (B)(6) 2026 during compounding and on (B)(6) 2026 during visual inspection of lot 20260317 33fb47 rocuronium bromide 50mg/5ml (10mg/ml) several defects were discovered. 1 syringe contained a foreign particulate. 1 syringe had a large ink spot on the barrel. 1 syringe had a crack on the base of the barrel. 4 syringes had large pieces of plastic broken off of the plungers. The unit containing a foreign particulate is available for return. Details for your investigation: product: sterile syringe tray 5ml lot number: 5174810 part number: 309703 number of defective units: 7 defect type: foreign particulate. Ink sot on barrel. Crack on base of barrel. Large plastic pieces of plastic broken off plunger. Product complaint: (B)(4) quantity: (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.